Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Without the device returned for analysis the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with a proglide device was attempted in the left common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device was successfully placed using the pre-close technique. When attempting to reinsert the guide wire, it could not be reinserted and a stainless steel guide wire was successfully inserted. The second proglide device was successfully pre-placed in the patient anatomy. The evar procedure was successfully completed; however, a vessel rupture occurred. It is unknown if the proglide devices caused or contributed to the vessel rupture. The sheath was upsized to 11fr and 14fr and the evar procedure was completed. A cut down was completed to repair the rupture and suture the artery closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.